Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right side of the bottom screen of the external pulse generator would not show values, and the caller was wondering if it could be repaired. The caller was informed that the external pulse generator was older than five years, and that external pulse generators older than five years are no longer serviced. The status of the external pulse generator is unknown. No patient complications have been reported as a result of this event.